Manufacturer narrative:
The investigation confirmed that an operator was splashed in the eye with the liquid contents of a microwell being used on a vitros 3600 immunodiagnostic system. The customer was opening the microwell incubator in order to troubleshoot a condition code. When the incubator cover was opened, a full microwell that was attached to the evaporation cover of the microwell incubator cover fell off and down. The contents of the microwell splashed into the eye of the operator. The contents of the microwell are unknown. The operator was wearing gloves and a lab coat but was not wearing a face mask or eye protective equipment. User error associated with not wearing protective eyewear was a contributing factor to this event. The operator was initially assessed by the nurse on duty and then went out to seek treatment. Subsequent follow-ups by ortho discovered that the operator was prescribed one month¿s supply of the anti-viral medication (B)(6). All baseline serological tests assumed to be run for unspecified infectious diseases were negative, and the operator had returned to work feeling no ill effects. Based on a medical consultation on 22 april 2019, this event is considered a potential serious injury. The consult concluded that a splash of clinical laboratory medical contents to the face of a health care worker is considered as blood borne pathogen exposure to skin and mucosa. Due to the unknown pathogen contents and pathogen concentrations in the fluid, a potential transmission of blood borne pathogen via this incident cannot be excluded.

Event description:
A customer reported an incident in which an operator was splashed in the eye with liquid from a full microwell located in the microwell incubator on a vitros 3600 immunodiagnostic system. The operator was not wearing the appropriate personal protective equipment of eye protective glasses or face mask. At the time of initial contact with ortho on (B)(6) 2019, the operator was seeking assessment from the nurse on duty. They later left for treatment. This report corresponds to ortho clinical diagnostics inc. (B)(4).